Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 10/3.50 flextome¿ cutting balloon¿ catheter was selected to treat the target lesion. During a percutaneous coronary intervention (pci), it was noted that the balloon ruptured at a nominal pressure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the hypotube was kinked at various locations along its length. A kink was also present in the midshaft at 23mm proximal to the port. These kinks are consistent with excessive force having been applied to the shaft. An examination of the balloon identified a tear in the mid-section of the balloon measuring 3mm in length. No issues were noted with blades or marker bands. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 10/3.50 flextome cutting balloon catheter was selected to treat the target lesion. During a percutaneous coronary intervention (pci), it was noted that the balloon ruptured at a nominal pressure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.